Event description:
It was reported that the patient received an error message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.